Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's hip arthroplasy was revised due to eccentric wear.

Manufacturer narrative:
Concomitant medical product(s): 00610505028 standard liner 28 mm i.d. For use with 50/52/54 mm o.d. Shells 71528900; unk shell; unk head. Reported event was confirmed by review of provided photos. Visual inspection of the photographs show wear and tear from use. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.